Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib and ffb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, shut down depending on when the loss of communication occured. There is no report of a pt injury or death associated with this event.